Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that the device interacted with the guide catheter, as resistance was noted, causing the reported difficult to advance/position. Further interaction with the guide catheter during retraction of the device likely contributed to the reported material deformation, as it was reported the stent became caught on the edge of the guide catheter, causing the reported difficult to remove, ultimately causing the reported stent dislodgement. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during advancement of the 3.50x15mm xience skypoint drug eluting stent to the mid left anterior descending artery, the stent delivery system (sds) interacted with the guide catheter (gc). The sds was pushed and pulled several times due to the interaction with the gc. The sds was difficult to remove, the stent got caught on the edge of the gc. The stent struts slightly bent and the stent moved on the balloon but still remained tightly crimped on the balloon. The sds with the stent was removed from the anatomy. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.